Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 462 mg/dl. Customer decline troubleshoot for high blood glucose. Customer reported that she knows it is because she ate and did not give bolus for food. The pump will not be returned for analysis.